Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer was changing the batteries but insulin pump was not turning back on. Customer reported that they cleaned cap and compartment and insulin pump was still not turning on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device powered up with a blank display due to corrode the battery tube. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display.